Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported replacing the oxygen sensor and performing air/o2 blender regulator balance calibration, which did not resolve the issue. A known good gas delivery engine (gde) was installed on the device, which resolved the issue. The suspect gde has been received on the issued return good authorization (rga) and is under investigation. At this time, carefusion has not completed the suspect gde investigation but will be included in a follow-up report.

Event description:
The customer reported on this avea ventilator the delivery fraction of inspired oxygen (fio2) is apparently 20% out of specification from the set fio2. No reported patient events associated with this event at this time.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found no damage to the gde or the blender assembly. The testing results passed the oxygen sensor calibration and the blender verification test. The reported event was not duplicated therefore no component root cause could be determined.